Manufacturer narrative:
Conclusions: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - no abnormality has been found and the lead connection test was successful. - the issue described in the complaint could not be reproduced.

Event description:
The physician tried to change the device from esprit to teo pacemaker. The physician was not able to connect one lead (it is not known if was the atrial one or the ventricular one). Then he tried with an eno pacemaker and everything went well.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The dphysician tried to change the device from esprit to teo pacemaker. The physician was not able to connect one lead (it is not known if was the atrial one or the ventricular one). Then he tried with an eno pacemaker and everything went well.